Manufacturer narrative:
Corrected data: g2: south africa. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.5/4.5/082 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation not associated to low vault and refractive surprise were observed. The problem was not resolved. Cause of the event is unknown. Reportedly, "good however icl in @ 158 post operatively and was supposed to be at 167. I want to move lens but which one would be best?" And "icl has not been explanted. Dr (B)(6) first wants to see, if by rotating the icl he can improve the refractive outcome."

Manufacturer narrative:
Weight, ethnicity, and race: unk. Work order search: no similar complaints within associated lots were found. (B)(4).